Event description:
It was reported that the ECG module is malfunctioning. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed an ECG problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable, the replacement for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the ECG module is malfunctioning. There was reportedly no patient involvement.